Manufacturer narrative:
E3 - occupation: corrected. Manufacturer's investigation conclusion: the reported event of damage on the modular cable (lot number: 9240656) was unable to be confirmed. The modular cable was not returned for analysis, and no photos of the damage or log files were submitted. Provided information indicated that the modular cable was exchanged and that no alarms were associated with the damage. The root cause for the damage was not able to be conclusively determined via this investigation. The device history records were reviewed and revealed no deviations from manufacturing and qa specifications. Heartmate iii instructions for use section 2 - ¿system operations¿ and heartmate iii patient handbook section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the modular cable was exchanged due to significant damage with wear to the insulating layer. There were no alarms associated with the damage.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.